Manufacturer narrative:
Citation: hamm cw et al. The future of transcatheter aortic valve implantation. Eur heart j. 2016 mar 7;37(10):803-10. Doi: 10.1093/ eurheartj/ehv574. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature meta-analysis regarding the future of transcatheter aortic valve implantation (tavi). All data were collected from multiple centers. The study population included an unspecified number of patients, an unspecified number of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients implanted with corevalve, adverse events included permanent pacemaker implant and aortic regurgitation requiring a second valve to be implanted. Based on the available information a direct correlation could possibly be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.